Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's ipg has migrated ((B)(6)). The pt reported soreness at the top of the ipg site. The site was tender when palpated and the top edge of the ipg could be clearly felt. Surgical intervention will be undertaken at a later date to resolve this issue.